Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.

Manufacturer narrative:
The patient code was updated to include the additional information that has been received. Additional information has been requested and will be submitted upon receipt accordingly. This is one of three device reports associated with this event. The associated manufacture report #s which correspond to this event are 1225714-2014-09837, 1225714-2014-09838, and 2937457-2014-02285.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.